Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object that was expelled was confirmed, but it could not be identified. It is unclear whether there were any deviations from the instruction manual in the reprocessing procedures for the remaining foreign matter. There was no physical damage to the area where the foreign object remained. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during device evaluation, duodenovideoscope had clogging of the channel tube causing foreign material to come out of the distal end and forceps could not be inserted. There were no reports of patient harm.